Event description:
The service report shows the customer alleged no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified no audible alarm. The npb cse reported reseating and adjusting interconnecting cables. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.